Event description:
There have been 4 reports of the bd maxzero quadfuse extension set connectors shattering, crumbling, and breaking off of the set while disconnecting and/or reconnecting to the line.